Manufacturer narrative:
The device was returned for analysis. The returned device analysis could not confirm the reported difficult to open or close (gripper actuation ¿ single) as both grippers were able to lower and raise without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. The discrepancy between what was reported (gripper actuation issue) and what was observed (no gripper actuation issue) could be due to interactions during the procedure (patient anatomy, unintended curves on the device) which resulted in increased tension on the device and/or the user technique which contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation ¿ single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed treat functional mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system was advanced; however, when simultaneously lowering the grippers, the non-tactile marker gripper would not drop. The clip was not deployed and was removed. A total of two clips were implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.